Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2009 the reporter (patient's husband) contacted lifescan (lfs) alleging that the patient's onetouch ultra meter was reading inaccurately low compared to the lab device. The medical surveillance specialist (mss) was unable to reach the reporter for additional information. The following information was obtained from the customer care advocate documentation. On (B)(6) 2009 the patient's lab blood glucose result was "300 mg/dl." At an unspecified time "last week," the patient went to the doctor's office. According to the reporter, the patient's doctor concluded that the patient's blood glucose results for the past 3 months should have been in the 250-300 mg/dl" range after the lab test was done; however, the patient reportedly was getting meter readings such as "98, 80, and 142 mg/dl." It is unknown if the patient was symptomatic when she was obtaining these alleged inaccurate low meter readings and if she continued to take her usual dosage of diabetes medications. The reporter claimed that the reported inaccuracy issue first occurred approximately 3 months ago and that the patient had developed a rash and started to feel tired 3 months after the alleged inaccuracy issue began. It is unknown if the patient tested while experiencing these symptoms and if she received any forms of treatment for her symptoms. Based on the description of the symptoms, the symptoms do not meet lifescan's criteria for a serious injury. The cca noted that the patient took an increased dose (unspecified dose) of novolog 70/30 insulin on "(B)(6) 2009" and that the patient received novolog 70/30 (unspecified dose) treatment during the doctor's office visit. It is unknown if this was the same event of separate event. It is also unknown why the patient received the insulin treatment since no other blood glucose test results were provided. Based on the provided information, this complaint is being reported because the patient was treated with insulin at the doctor's office visit after obtaining alleged inaccurate low meter readings. Replacement products were sent to the patient.